Manufacturer narrative:
The touchscreen assembly was returned to the manufacturer for failure investigation. Visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. The touchscreen assembly was installed in a test ventilator in an attempt to duplicate the reported problem, and no failures were identified.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported multiple alarms displayed; the touch screen does not work; impossible to turn off the device; the button on the screen does not respond; requested to do a reset. The customer reported there was no patient involvement.

Manufacturer narrative:
Device evaluation summary: the bench technician evaluated the device and confirmed the reported problem. Resolution and disposition: the bench technician reported the touch screen and front panel assembly were replaced to address the reported problem. Conclusion: the determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem.